Event description:
Following deployment of a corinthian cordis endovascular (6.4mm x 17mm) stent in the right proximal common iliac artery, the balloon could not be deflated or removed via the 6fr sheath. The radiologist punctured the balloon percutaneously using a 25 g needle. It was removed via the left femoral artery.